Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 01/19/2024, the patient was sleeping and unaware that her sensor had failed. The patient¿s husband noticed the patient was in a ¿deep sleep¿ and that there was a red ¿x¿ on the patient¿s tandem pump and no cgm readings were being displayed. The patient was unresponsive and lost consciousness. The patient¿s husband called 911. Once emergency medical services (ems) arrived, the patient bg meter reading was 24 mg/dl. The patient was transported to the emergency room (ER). The patient refused to provide any diagnosis or treatment/medication details regarding the event. The patient was discharged home from the ER after approximately 5 hours. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.